Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. There were no button error alarms noted. The pump was received with minor scratches on the lcd window and a cracked belt clip slot.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he could not get it to stop. Customer's blood glucose was 138 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.